Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that while in the cardio-vascular lab (cvl) the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the pt's right groin. The md could not advance the iab through the saf sheath. As a result, the md removed the iab and requested another iab for insertion. There was no reported pt death or injury. No pt complications were reported. Reference MDR #1219856-2010-00429 for the second event involving the same pt.